Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous vein shunt in the arm. Upon removing air from the 5.0mm x 40mm sterling balloon catheter during prep, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.